Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the home monitoring data returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. Based on the data available for analysis, the root cause of the described unexpected battery behavior could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage, which may compromise the ability of the device to deliver therapy. The investigation will be re-opened should additional data or the device itself become available.

Event description:
Ous MDR - it was reported that approx. 70 months after the implantation the battery capacity was 62% (mol) and on the following day unexpectedly status eri. The device interrogation (in-office) showed again mol status.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Next, the memory content of the device was inspected. The inspection revealed that the battery voltage temporarily dropped below the eri-threshold, which led to the automatic detection of the battery status eri and a notification via home monitoring to assure the patient's safety. Furthermore, the data showed an inconsistency between the amount of charge taken from the battery and the battery voltage. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection, as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no peculiarities. The battery was opened for destructive analysis. During the inspection of the inner assembly, insulation damage within the battery was identified, which led to the elevated internal self-depletion. Despite this finding, the battery was proven to have sufficient capacity to support therapy capability for at least the specified time from eri to the eos. In conclusion, the device was implanted for 71 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis, all therapy functions of the device were entirely available while the device was implanted and in service.